Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one 33mm hemorrhoid stapler 3.5mm staples opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. No knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: excess tissue or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The instructions for use also states: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device returned on 10/13/2015. (B)(6). (B)(4).

Event description:
According to the reporter, when the device was fired, the staples did not form well and caused bleeding. Medical intervention was required, the surgeon finished the procedure by manual suture. Surgery was extended by more than 30 minutes. No transfusion was required.